Event description:
It was reported that the patient was admitted to the hospital for chest pain. A device check revealed high impedance and no capture at maximum output. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant produts: 457445 lead implanted: (B)(6) 2004. (B)(4).